Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was on (B)(6) 2016 with blood glucose of 458 mg/dl. Customer had symptom of high blood glucose; customer had vomiting. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized overnight and was sent home. Customer was wearing insulin pump at the time of hospitalization.